Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 591 mg/dl on (B) (6) 2010. She changed the infusion set and insulin cartridge and bolused through the infusion device. Two hours later, her blood glucose measured 400 mg/dl. She programmed a 150% basal rate increase, changed the accessories, and bolused several times throughout the day and her blood glucose remained elevated. She switched to the backup infusion device and her blood glucose returned to normal after 2 hours. Her normal blood glucose level is 150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.